Event description:
It was reported that at a clinic visit a fracture of the pace/sense portion of the 6947 lead was found. It was also reported that the patient received three shocks. Due to access issues, the physician decided to implant a new pacing lead and retain usage of the defibrillation portion of the lead. During this procedure a 5076 lead was attempted to be implanted but the lead would not advance via the introducer. A different lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.